Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the doctor used proximal femoral nail anti-rotation in one of his patients approximately four months ago on an unknown date. The surgeon received a call from patient on an unknown date expressing discomfort and pain. During an investigation x-ray it is found that implant is broken into pieces. This report is 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
A manufacturing investigation was performed: the pfna was implanted on (B)(6) 2014. According to the device report the patient felt pain and the breakage of the pfna was found on (B)(6) 2015. The revision surgery to remove the broken implant was performed on (B)(6) 2015. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads. Constant alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials and sex were obtained from a magnified review of one of the provided x-ray images. This information was not easily viewable initially and the information was not provided by reporter in the device report. Device lot number and expiration date were added. Subject device was received by manufacturer on apr 14, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. The subject device part and lot number were correctly identified upon receipt on april 14, 2015, as part number 473.018s, lot 8823541. The previously reported brand name, common name and device product code were correct in the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reports the reported nail broke at the proximal nail/blade junction.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinic radio logically it appeared that the fracture was uniting. There was no additional trauma, strain to suggest abnormal load on the implant.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.